Manufacturer narrative:
The sample is not available for return although an image was provided. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported "on the afternoon of june 2nd, the doctor used an arc-shaped pusher to push the filter out of the filter storage compartment, but the filter did not open. It then migrated to the atrium and finally opened there. The doctor attempted to remove the filter, but it ended in failure. The patient was admitted to the ICU and died around the early morning of the 3rd."

Manufacturer narrative:
The device was not returned for evaluation. A retained unused sample with the same lot number was returned for evaluation. As part of argon¿s investigation, the following actions were taken to verify product conformance: verification of procedure adherence on the production floor. An assigned team conducted a gemba walk to verify that the operators building the option elite kits, were following the operating procedures strictly and consistently. During this evaluation, there were no deviations/anomalies found during this observation. All devices were being manufactured/assembled in accordance with our procedure. The test confirms that the optionelite ivc filter system from lot 11563064 functioned as intended and deployed successfully without incident in a controlled, anatomically accurate simulative use model. No deviations from expected performance were identified. These results provide evidence of proper mechanical and procedural function. Additional information provided in h3, h6 and h11.